Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The findings did not replicate or confirm the customer reported event. The instrument underwent both external and internal visual inspections, and no issues were detected. The manual articulation of the inputs pass. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips tips opened, closed and grasped properly. No cable or motion related issues were detected during the failure analysis. No product issue was found. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, material was detaching from the 8mm fenestrated bipolar forceps instrument's cable. No fragments fell into the patient. The procedure was completed with no reported injury.